Manufacturer narrative:
(B)(6). Date received by manufacturer and date of event are impossible, but are being reported as the date of event in the intake report. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the gel inside the bd vacutainer® sst¿ ii advance plus blood collection tubes blocked the instrument probe. No report of injury or medical intervention. No report of blood exposure to mucous membrane.